Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unitrax v40 +0sleeve ; cat# unknown ; lot# unknown.  Unitrax head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's left hip was revised from a hemi arthroplasty to a total arthroplasty due to pain and arthritis. Rep reported that x-rays will not be released by the surgeon or hospital.